Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. The following provides a summary of all information currently available to the manufacturer from the facility. On (B)(6) 2026, a perceval plus valve pvf-l was implanted and the aorta was closed. Due to echo results, the aorta was re-opened and it was observed that the perceval valve was not expanded properly. Consequently, the valve was explanted and replaced with a medtronic hancock ii 25 mm valve. The original valve was subsequently disposed of by the site. No additional details regarding the event, patient outcome, or diagnostic images demonstrating the reported infolding are available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer will submit a follow-up report upon availability of new details from the healthcare facility.